Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal sytem 3.8mm was partially unravelled when the device was opened. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal system 3.8mm was partially unraveled when the device was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).